Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). Evaluation summary: the device was returned and investigated. The reported cable break was confirmed. A review of the lot history record revealed no manufacturing nonconformities reported to this lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Per the mitraclip nt system instructions for use, the device is intended for reconstruction of the insufficient mitral valve through tissue approximation. There is no indication that the user technique influenced the cable break. A definitive cause for the reported cable break could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the steerable guide catheter (sgc) cable break. It was reported that this procedure was performed for combined treatment of the mitral valve and the tricuspid valve. The sgc was advanced to treat the mitral valve, and two clips were implanted. The mitral regurgitation (mr) was reduced from 3-4 to 1-2. Next, treatment of tricuspid regurgitation (tr) was going to be performed. The sgc minus knob was turned three fourths of a turn in order to straighten the tip and retract the sgc from the left atrium to the right atrium; however, the minus cable broke. The sgc was removed and replaced. One clip was implanted on the tricuspid valve, reducing the tr from 4 to 3. A second clip delivery system (cds) was then advanced to further reduce the tr; however, the leaflets could not be grasped due to the image quality and the clip was not implanted. There was no adverse patient sequela or a clinically significant delay in the procedure. No additional information was provided.